Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a exploratory laparoscopic procedure with pancreatectomy/splenorrhaphy the stapler would not engage. There was no patient harm.